Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The nrg transseptal needle was used transseptal puncture during a procedure. The physician retracted the transseptal needle, sheath and dilator from the superior vena cava (svc) into the right atrium and onto the interatrial septum. Tenting was observed and the physician instructed the nurse to apply radiofrequency (rf). The nurse held down the rf application button and no rf was applied before the needle mechanically crossed into the left atrium. The nurse released the rf application button and the needle perforated the left atrial appendage. Heparin was reversed and pericardiocentesis was performed.